Event description:
During field service installation of the device, the service technician reported an e34 error code was displayed. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no patient involvement during this event.